Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two 3i t3® ex hex tapered implants 3.25 x 10mm (boet3210) were returned for investigation. Visual inspection of the as returned packages identified that the products were, indeed, in both packages even though they were not visible from the outside due to the way they were packaged. This runs contrary to the reported event description and un-confirms the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2017111749. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017111749) for similar event and no other complaint was identified. Therefore, based on the available information, packaging malfunction did not occur and the reported event was un-confirmed through visual inspection of the returned products. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report, d4: expiration date and UDI, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change 'no' to 'yes', h4: device manufacture date, h6: evaluation codes, h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was found missing upon opening the package. The procedure was completed with another implant.